Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The mother stated that the belt clip broke and her daughter was unable to wear her pump without the clip during a basketball ball game. The customer treated the high blood glucose readings by blousing. The customer will be sent a replacement clip.